Event description:
A 3.0mm x 9mm nc sprinter rx dilatation balloon catheter was used to post dilate an implanted stent. The lesion morphology is unk. It was reported that the physician stated that balloon markers did not appear to be in the correct place. The device has been returned. No clinical sequelae were reported and the pt is reported to be fine. Evaluation summary: medtronic has received the device and its analysis has been completed. The balloon had been inflated and there was blood residue within the wire lumen. The proximal marker band is not positioned within the working length of the balloon and therefore the distal marker band is too far proximal in the balloon working length. Please note that the device is distributed outside the united states; however, it is similar to the united states distributed product.